Event description:
Account reports one incident in which reported device was in use for approx 20 hrs, when separation of the tubing from the male luer lock device occurred, thus resulting in a blood loss of 3-5 cc's from a neonate weighing 830 grams. Peripheral line. Infusate was tpn and intralipids, infusing at a rate of 5.25 cc's/hour via a 8200 pump. Reporter stated baby was stable and not severely compromised. No medical intervention required.